Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a backscreen, and the station was offline on rss. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a backscreen, and the station was offline on rss. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the pyxis had black screen due to power module did not power up. A field service engineer (fse) moved the power plug to a new socket with no change in functionality. The power module smelled of burned electronics, but no visible damage was captured. Fse replaced the power module; the device still did not power up in the original socket. After moving to another socket and unplugging a laser printer, the medstation powered on. Fse advised the pharmacy manager, that the room was likely underpowered and recommended troubleshooting and replacing the socket before reconnecting the med station. The station was left plugged into the alternative socket, and service was restored issue was resolved. The system functioned as intended after the field service engineer repaired the device.